Manufacturer narrative:
Additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx27mm implanted in the aortic position was explanted from this patient after an implant duration of six (6) years and three (3) months for unknown reason. The patient was 59-years-old at the time of implant. A 25mm inspiris resilia valve was implanted in replacement. The patient was noted as to be in recovery after the procedure.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx27mm implanted in the aortic position was explanted from this patient after an implant duration of six (6) years and three (3) months due to valve endocarditis. As reported, this was a complex case with aortoventricular discontinuity and aneurysm of the aorto-mitral curtain. The patient was 59 years old at the time of implant. A valve was implanted in replacement. The patient was noted as to be in recovery after the procedure.

Manufacturer narrative:
Updated b5 (describe event or problem), d4 (expiration date) , h4 (device manufacturer date) corrected h6 (clinical code, device code). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Initially, it was reported that this valve model 3300tfx27mm was explanted from the aortic position after an implant duration of six (6) years and three (3) months for unknown reasons. However, through investigation it was learned that this valve was explanted due to valve endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or less) or late (more than 60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. If there were ever non conformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. There are multiple redundant manufacturing controls that ensure the sterility of the valve as provided to the hospital. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device and therefore endocarditis occurred after 60 days from implant or the implant duration is unknown; are not considered as device related. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.